Manufacturer narrative:
Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed, and upon visual inspection, the unit exhibited discoloration on the heatsink and the unit's cover/housing exhibited deep scratches, exposing the underlying metal. Log review showed repeated m-11, m-18, and c-06 errors across march and april 2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Furthermore, the erbe log showed no errors. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided as failure analysis found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced intermittent bipolar energy delivery from the erbe integrated electrosurgical unit (iesu). Although the system consistently produced an audible activation cue, bipolar energy output was not effective. The customer performed troubleshooting, including swapping three bipolar cables, testing two different bipolar instruments, and using two different universal surgical manipulators (usms). Additionally, a system reboot was performed, however, the issue persisted. No error codes or system messages were reported on the erbe unit or vision side cart (vsc) during the event. As a result of the issue, the procedure experienced a temporary interruption while troubleshooting was performed and was completed robotically with reduced functionality without the use of bipolar energy. It was noted that monopolar functionality was unaffected. At the time of the event, the system remained operational. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that bipolar energy delivery was observed to be intermittent on both bipolar energy ports of the erbe unit. There was no injury to the patient as a result of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the erbe integrated electrosurgical unit (iesu) with the cables and instruments used during the procedure. The fse identified the erbe unit produced 75% bipolar activation, and as a result, the erbe unit was replaced. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis and investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.